Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector, biopsy channel, and bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's lens rinsing was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the air/water cylinder and tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material in the air/water cylinder and tube. In addition to the reportable malfunction, the following were noted: due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to damage on the channel tube, a pinhole on the bending section cover, and wear of the scope cover packing, water tightness was lost; due to dirt on the objective lens, the image had a stain; the air/water cylinder and the suction cylinder had no color; the connecting tube had a buckling; the label on the suction connector was peeled; the light guide lens and the objective lens had a crack; the scope cover plate was unclear; the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.